Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery, and an occlusion alarm while attempting to deliver a bolus. Custom's blood glucose levels ranged from 189 (mg/dl) to 195 (mg/dl). Reportedly, the customer loaded a new cartridge successfully to address the issues, and continued to use the pump for insulin therapy.